Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were replaced: the display adapter, image processor, hard drive, generator interface board and smart switch. The system was then found to be operating as intended.

Event description:
The field service engineer reported that the system intermittently would not boot up. There is no report of pt injury.